Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - approximately 12 years ago (exact date unknown); manufacture date - unknown.

Event description:
It has been reported that the patient underwent a knee replacement approximately 12 years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. No further information has been received.